Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 103 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as lack of energy. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The customer's blood glucose has been low for the last 2 weeks before the call. Customer believes the recalled sets were the cause of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08730 inches. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.